Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff and pressure regulating balloon (prb) were removed and replaced because the device was not functioning correctly. A hole in the prb was identified after the procedure. No patient complications were reported.